Event description:
Same case as: 6000093-2007-00765. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the right coronary artery (rca). The lesion was predilated with an unknown size balloon. The physician placed two 2.50x20mm taxus express2 drug eluting stents in the rca. The stents were post dilated with a 2.75 mm quantum maverick balloon. The stents were well apposed and the case went well. Two other stents were implanted in the left anterior descending (lad) and diagonal. The patient experienced bleeding in the groin. Three days post, the initial procedure a thrombosis was found in the rca. Patient was treated and is doing well. It is unknown what type of treatment was required. No additional patient complications were reported. Patient status reported as "ok." Additional information is unavailable.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.